Event description:
It was reported from a literature article that a patient experienced sensation of fluttering and shortness of breath the following day of his atrial leadless pacemaker implant. Diagnostic imaging revealed that the device had dislodged into the left lower pulmonary artery. The device was successfully retrieved. The patient condition was unknown.